Event description:
It was reported to boston scientific corporation that a nasobiliary tube with jagwire was used during an endoscopic nasal bile drainage procedure (enbd). According to the complainant, the tip of the jagwire became detached inside the bile duct of the patient, when the physician tried to withdraw the jagwire from the enbd catheter. The physician expects that the tip of the jagwire will pass through inside the body naturally. They used the mtw cannula and zeon crasher in this procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)